Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer received information alleging burn damage and sieve beds low o2 related to the device simply go mini. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.